Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that patient needed to be refilled ahead of the normal scheduled time because, the patient had sensitivity and experienced withdrawal around the time of the refill. On an unknown date, the patient was hospitalized due to severe shaking and looked like he was in a lot of pain. They figured out long ago that it was a withdrawal from the baclofen ahead of time and the patient hadn¿t had to be hospitalized for several years. Presently patient¿s next refill date was over 3 weeks away and the patient was not currently experiencing symptoms but had in the past. Drug in the pump was baclofen.